Event description:
It was reported that while testing with bd max¿ system, bd max¿ instrument, false positive results for norovirus were obtained from test samples. Confirmatory testing was performed using genexpert and the result was negative. There was no report of patient impact. The following information was provided by the initial reporter: "false positives on run 483 with the test bd max ent vir nr 68 on the norovirus. They repeated the positive samples with genexpert and the samples were negative."

Manufacturer narrative:
Expiration date: unknown. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) had a "false positive" result. Customer reported receiving false positive results for norovirus on bd max ent vir 68. Repeated runs on genexpert yielded a negative result. Field service was dispatched. Field service cleaned the optics and fans. Field service performed efc and normalization of both readers. Instrument was returned to the customer functional. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on 21dec2010, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the complaint failure mode reported. No sample was returned for investigation, therefore returned sample analysis was not performed. Root cause cannot be determined with the information provided. The complaint is confirmed by field service during dispatch. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode. H3 other text : see h.10

Event description:
It was reported that while testing with bd max¿ system, bd max¿ instrument, false positive results for norovirus were obtained from test samples. Confirmatory testing was performed using genexpert and the result was negative. There was no report of patient impact. The following information was provided by the initial reporter: "false positives on run 483 with the test bd max ent vir nr 68 on the norovirus. They repeated the positive samples with genexpert and the samples were negative."